Event description:
In 2008, the sales representative reported that during a lumbar surgery, the lead thread bent and when the surgeon went to disengage the driver, it would not release the screw. Additional info received eight days later, via telephone, the sales representative reported that during a posterior lumbar fusion, the surgeon was implanting a screw when the surgeon attempted to disengage the driver from the screw, it would not release. It seemed that the tip of the driver was splayed. The surgeon had to intervene and use a vice grip in order to disengage the driver from the screw. The collete was locked and would not unlock. The surgeon used the other driver within the kit to finish the case as intended. There was no report of surgical delay or pt injury.

Manufacturer narrative:
Request has been made for the return of the product. Eval is pending upon the return of the product.